Manufacturer narrative:
Concomitant products: product ID: 8709sc, lot#: n243485002, implanted: (B)(6) 2010, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 09-feb-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal fentanyl 2000 mcg/ml at 800 mcg/day via an implanted pump. It was reported there was possible catheter complications and it was asked and unknown when the event/difficulty occurred. It was reported there was a reservoir volume discrepancy at refill time. The hospital staff reported a catheter dye study was being completed on the date of this report due to the reported reservoir volume discrepancy. The rep would follow-up on further intervention. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. It was asked but unknown if surgical intervention was planned. The patient¿s weight and medical history were also asked and would not be made available. Additional information was received from a company representative (rep) on 2021-jun-02 indicated they did not have the original date of the first volume discrepancy, but the programmed volume was 40 per the previous refill. At refill, the excepted was 5cc and 20cc was removed. At the dye study, the physician was unable to aspirate the catheter so surgical intervention was planned. A catheter replacement was performed on (B)(6) 2021 with all of the old catheter being removed and new catheter placed successfully. The volume on (B)(6) 2021 was 25.9cc expected and 33cc actual was removed. The patient is receiving therapy now and clinic was adjusting the dose accordingly.